Event description:
During a distal radius procedure, surgeon was using torque limiter to tighten a 2.4 mm ti va locking screw onto the 2.4 mm ti va-lcp 2 clmn vlr distal radius plate 6 hole and the screw went through the plate further into the pt than the surgeon intended. Surgeon made an incision on the other side of the wrist and pulled out the screw through the incision. Surgeon closed the incision and did not add a screw to that hole in the plate. The procedure was completed. Hosp discarded the screw and the plate was implanted. This is the first of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Corrected data: (B)(4). Date received by manufacturer: corrected from 08/12/2013 for follow-up #1 medwatch report to 04/06/2012. Patients gender was reported on (B)(6) 2012 and the patients gender was reported on (B)(6) 2013.

Event description:
This is 1 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date manufacturer received questionnaire 8/12/2013. The investigation could not be completed; no conclusion could be drawn, as no product was received.